Event description:
New information received noted that the noise caused over-sensing. The lead was then capped and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with noise on their right ventricular lead. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.